Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. The inspection of the lead revealed a damaged insulation at 21 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The lead body was found fractured. This damage can be considered to be the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead displayed two to three episodes of noise. The episodes were random and short. The noise was not able to be reproduced in clinic. A chest x-ray was performed with nothing out of the ordinary noted. No other lead issues were noted. Additional information received indicates that the patient was seen for a revision procedure where the lead was explanted and replaced.